Event description:
A customer reported to beckman coulter inc., (bec) that there was liquid leaking from a broken waste fitting behind the unicel dxi 800 access immunoassay system. The customer estimates that approximately 10-20ml of liquid has leaked from the instrument onto the floor. The customer noted that they used a container to capture additional liquid. The customer cleaned up the spill using paper towels and then cleaned the area using biocide. The customer was wearing gloves at the time of this event. The customer stated to customer technical support (cts) that there were no errors posted to the event log in conjunction with this event. No harm or injury was reported by the user. The customer did not seek or needed medical attention.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse examined the instrument and found that the waste fitting that connects the instrument to the waste drain line was broken. The fse replaced the waste fitting; no further issues were noted. Hardware is the root cause of this event. (B)(4).